Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge became dislodged from the pump. Customer's blood glucose level was between 150-160mg/dl. Reportedly customer was able to resume insulin therapy.